Event description:
A motor stall was reported. The stall was reported to have never recovered. The patient was reported to have experienced withdrawal symptoms, and the patient went to the ER. The patient's status was noted to be "ok," alive, and without injury. The patient was noted to be receiving effective therapy. The medication used within the system was morphine (pure) 10 mg/ml. No additional information was available at the time of this submission.

Event description:
Additional information received reported that the pump acoustic alarm had sounded.

Manufacturer narrative:
Analysis of the pump found that the pump was stalled upon receipt. The stall observed upon arrival recovered before the internal decontamination process. The pump stalled again when performing the dispense testing. Residue was found on the upper shaft of the rotor magnet and gear two and the corresponding jewels. Pump motor gear train anomaly corrosion and-or wear and-or lubrication was noted.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.